Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Passed testing, the lead tip and helix appears intact.

Event description:
Boston scientific received additional information from product investigation closure. The lead passed testing. No adverse patient effects were reported. The right ventricular (rv) lead was explanted due to the loss of slack. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right ventricular (rv) lead was explanted due to the loss of slack. No additional adverse patient effects were reported.